Manufacturer narrative:
The reported event of failure to sense was not confirmed. A complete lead was returned in one piece for analysis. Visual inspection found the helix to be fully extended and clogged with blood/tissue. X-ray examination found the over-torqued inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited failure to sense. The ra lead was removed and replaced. The patient had no adverse consequences.